Manufacturer narrative:
Device evaluation: the x-ray demonstrated wireform distortion near leaflet 1, and commissures 1 and 2 were bent. Heavy host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 4mm on leaflet 3 at the inflow aspect. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 3mm on leaflet 2 at the outflow aspect. Host tissue on the stent circumference was minimal at the outflow aspect. Host tissue restricted leaflet mobility and led to stenosis. In addition, when probed with finger the leaflets were observed to be slightly stiff. Additional manufacturer narrative: host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue in-growth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. The mechanism of host tissue growth in bioprosthetic heart valves is still not understood. The device was evaluated and it was reported that the tost tissue restricted leaflet mobility and led to stenosis. The root cause for the pannus formation cannot be conclusively determined at this time. However, it is likely that patient related factors and the progression of the underlying disease contributed to the event. The IFU was reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. No corrective action is applicable to this case; however, edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. No corrective or preventative actions are required.

Manufacturer narrative:
Additional manufacturer narrative: device has been received for evaluation but the evaluation is pending decontamination processing. As new information becomes available, additional reporting will be submitted. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, edwards received information through its implant patient registry that a 19mm aortic pericardial valve, implanted two (2) years, eleven (11) months, and seven (7) days, was explanted due to unknown reasons. The explanted device was replaced with a model 3300tfx 23mm aortic pericardial valve. No other information has been made available; however, the device has been returned for evaluation.